Event description:
The reported complaint involved a microclave® clear connector. The customer reported that the check valve (added to the assembly) leaked on both sides when the pump was reconnected and restarted after half a day under positive pressure. The valve was then changed on the assembly. The valves were removed from storage and were isolated at the facility. It was reported that there were no undesirable clinical consequences and nobody had been hurt. There was a delay in therapy for the patient because about half of the product leaked, so they needed to re-administer a half dose of the antibiotic cefepime after changing the device. There was no blood loss considered clinically significant. The therapy has been completed for the patient. There was no exposure to cytotoxic medication.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The following was received for complaint investigation: one used list #011-mc100, microclave¿ clear connector; lot #13619818. The device's silicone seal was stuck down with the spike visibly bent and the seal torn. No mating devices were returned to evaluate with the used 011-mc100 microclave clear connector. The stick down condition was confirmed from the complaint investigation. This type of seal damage results in subsequent leakage. The probable cause of the spike and seal damage leading to leakage is typical of access with an incompatible mating device during use. The directions for use states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.